Manufacturer narrative:
The thermogard was evaluated at customer site and found no issue with the device. The roller pump was evaluated and found no issue. The console was placed back in service and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for thermogard with serial number (B)(4).

Event description:
It was reported that the thermogard roller pump was not spinning and the temperature of the patient does not go down. The console unit and the catheter were replaced to continue the treatment. No patient harm or consequence was reported on this event.